Event description:
The account stated the architect ipth results are higher than expected and questioned by the physician because the elevated architect ipth results are not consistent with the patient clinical picture. No specific patient information was provided. No impact to patient management was provided. Data provided: patient 4: architect ipth = 164 pg/ml, repeats roche 91pg/ml; lab architect ipth normal range = 8.5 to 72.5 pg/ml; reference lab roche pth normal range = 15 to 65 pg/ml.

Manufacturer narrative:
(B)(4): high test results. An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The trend review identified atypical complaint activity. The ticket search determined that there is no unusual complaint activity for the likely cause lot 01211k000. Accuracy testing was completed to evaluate the assay performance. The testing passed. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a (B)(6) bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. No further investigation is required. No product deficiency was identified.